Manufacturer narrative:
Initial was filed within the 30 day time frame regardless of corrected date. (B)(4). Investigation - evaluation. A review of complaint history, device record history, instructions for use (IFU), specifications, trends and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. The customer returned one used and damaged outer catheter from an mpis-401-10.0-sc-nt--sst micro-puncture introducer set. The customer also returned one unused outer catheter from a similar product. The returned device was examined, the device was returned separated into 4 distinct pieces. The hub, which shaft material was still visible inside the hub, was undamaged. The first piece of the shaft material was still attached to the hub, but separated just inside the exit of the hub, it was not possible to measure its length. The second piece of the hub was 1.5 cm in length and had significant stretching at one side. The third piece was 1.5 cm in length with a kink at 1.2 cm. The 4th piece was 6.2 cm in length and had a bend of approximately 15 degrees, this piece had the distal tip present so it is the distal portion of the catheter. The other two pieces are not identifiable as to their relative position along the catheter shaft. The returned unused device was confirmed to be manufactured to dimensional specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The manufacturing record for this lot was reviewed, and nothing of note was observed. It should be noted that there are no other complaints of any nature associated with this lot. After review of the complaint device it is possible to determine that the device was subjected to force beyond its intended design during the procedure. The bends in the outer catheter shaft as well as the stretching at the separations of the outer catheter point to this as the likely scenario in this case. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The tip of the 4 fr. Introducer sheath broke off at puncture site at in left groin; noted via x-ray. Additional information received on 29apr2016: the separated portion did fall off during the procedure at the access point in the femoral artery the vascular surgeon did a cut down to retrieve it.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The tip of the 4 fr. Introducer sheath broke off at puncture site at in left groin; noted via x-ray. Additional information received on 29apr2016: the separated portion did fall off during the procedure at the access point in the femoral artery the vascular surgeon did a cut down to retrieve it. Per reporter: "did the problem cause a negative patient outcome: yes."